Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the ECG cable severely worn. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device and determined that this was a malfunction of the ECG cable the replacement for which was ordered. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG cable. The customer ordered the ECG cable to resolve the issue.